Event description:
It was reported that during back surgery, the catheter was cut; the surgeon replaced the catheter with a "shunt catheter". It is unk if the catheter was cut that day or if it was cut previously. No pt symptoms were reported. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
.